Event description:
The device was replaced and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified, lymphadenopathy: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported right side "has a mass" and "lymphatic node is swollen". The device has been explanted.

Event description:
Patient reported right side "has a mass" and "lymphatic node is swollen". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.